Event description:
The lead was implanted on (B)(6) 2005 and explanted on (B)(6) 2012, lead fractured the procedure took place at (B)(6) hospital. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).